Event description:
Spontaneous report. Indication: antibody deficiency with near-normal immunoglobulins or with hyperimmunoglobulinemia. Pt mom reports the coil is broken on her freedom 60 pump and she unable to dial back. Pt mom reports her son has the same freedom 60 pump and she will use it for her daughter's infusion today but will still need a new pump for her daughter. Counseled pt mom on how to manual push, pt mom verbalized understanding. Advised pt mom we will send out a new pump, no further questions for rph. No adverse event reported. Unknown if pump is available for retrieval. Serial number unknown. Reported to (B)(6) by pt/caregiver.